Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a service required code 384 was found in the ventilator's downloaded error log. The device's flow sensor was replaced due to contamination to address the issue. Additional contamination not related to the malfunction/issue required the following items to be replaced: the blower assembly, blower bellows, tubing-fi02, tubing- system pca, tubing-blower chassis, tubing- low flow 02, and muffler assembly.